Event description:
The explanted devices were received for analysis. The electrode array portion of the lead was not returned. The returned portion had no discontinuities. Setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No obvious anomalies were noted. The generator was analyzed and was able to read impedance values accurately. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that high impedance and an output status warning were seen on the patient's device. It was noted that the patient had gained weight since vns implantation but denied any trauma to the device area. Weight gain was not alleged against vns, and was stated to be related to the patient's diet, exercise, and possibly medication. Device history records were reviewed, the lead was hp sterilized, and had no nonconformities prior to distribution. The generator was replaced prophylactically and the lead was replaced due to the high impedance. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.